Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the event and was treated with cephalosporin (dose, route, frequency and duration were not reported), vancomycin (dose, route, frequency and duration were not reported) and an unspecified anti-inflammatory drug (dose, route, frequency and duration were not reported) for treatment. At the time of this report, the patient was still in the hospital and has not recovered from the event. Pd therapy was withdrawn at the time of this report. No additional information is available as the reporter declined follow up.